Event description:
It was reported that the pump battery could not be charged. The customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. At the time of the report, the customer had not addressed bg level, reported would be administrating a manual correction injection after finishing troubleshooting with tandem technical support. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.